Manufacturer narrative:
Correction: the previously reported malfunction of post-paced t-wave oversensing was incorrect. The correct malfunction was post-sensed t-wave oversensing.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed a ventricular fibrillation episode; the implantable cardioverter defibrillator was post-sensed t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrogram. Programming changes were performed resolving the oversensing.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed a ventricular fibrillation episode; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrogram. Programming changes were performed resolving the oversensing.